Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed, and no moisture or condensation was observed in the package or tubing of sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had traces of humidity on the sterile packaging of the tubing. This was observed when unpacking the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.